Event description:
The customer initially reported that after approximately four hours of use, the jaws of the device would no longer be opened. The instrument was removed from tissue without any patient injury or tissue damage. The incident device was returned and a visual inspection revealed that the ski handle pin was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.